Event description:
It was reported that the 2600 system would intermittently not fluoro and the generator would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tech processor, hard drive, and software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.